Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl. The cause of the bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released at an unknown time with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer declined further troubleshooting with technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.